Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that when they bite down on their back teeth, their bite is uneven. The right side of their teeth touch only. This is causing jaw pain and popping. They also checked their treatment plan and their bottom teeth do not look at all like how the plan is predicting them to look in any of the steps. Due to their uneven bite and jaw/tmj pain they have been hesitant to use the hyperbyte. Patient provided video/photos that customer service requested. Advised patient to wear u7/l8 for another 7 days (this time using fit tips and possibly extended day wear hours) and to please reply with updated photo wearing u7/l8 and another wearing u7/l9. Additional information, stls are poor on gingival margins for anterior teeth. Patient self backtracked from l13 to l8 (patient acknowledged) evaluating if back tracking has failed.